Event description:
The customer reported that missing data in the mar report resulted in an extra dose of medication. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that missing data in the mar report resulted in an extra dose of medication. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.